Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint circuit was visually inspected and pressure tested. Results:the swivel y-piece was returned disassembled from the elbow. No damage was observed to the swivel, elbow and other parts of the returned breathing circuit. The swivel and the elbow were reassembled, and the whole breathing circuit was pressure tested. The pressure test result was within specification. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt266 infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that an rt266 infant breathing circuit became disconnected at the y-piece before use. This was found before use on a patient.